Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during removal of an embolization coil, the implant coil detached and partially unraveled at the distal end. The detached distal coil segment was then pushed into the intended treatment site in the internal iliac artery. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The pusher was returned for analysis. Investigation into the returned device was limited, as the implant and microcatheter were not returned for analysis. It was observed that the proximal end of the delivery pusher was in good condition and without damage. Damage was observed at the distal tip of the pusher. The strain relief at the distal end had been collapsed and the heater coil section of the pusher was bent. No other damage was noted on the unit. The resistance was observed to be within specification. The pusher was dissected to determine the location and profile of the monofilament break location. The monofilament was found .2" from the distal end of the pusher. The profile of the break location on the monofilament was inconclusive. Based on the investigation findings and available information, the reported complaint is non-verifiable. The implant and microcatheter were not returned, preventing detailed analysis. Though it cannot be definitively determined, the damage to the distal end is consistent with a pusher that has been subjected to forces that exceed its specification. The profile of the monofilament is inconclusive, and it cannot be determined if the separation was the result of the bend in the heater coil or due to tensile forces. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The implant was not available for analysis; therefore the investigation could not verify its condition.